Event description:
Paramedics responded to a person in cardiac arrest. The device's quick-look paddles displayed ventricular fibrillation and the paddles were charged to 200 joules. According to the report, the device would not deliver the energy to the pt. The rptr stated the device also did not deliver energy at 300 joules and that the device then charged to 360 joules in less than 5 secs. The device delivered the 360 joules to the pt and the device subsequently operated properly. Pt outcome is unk.